Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes the stopper popped out of tube. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the top popper off of the vacutainer.

Manufacturer narrative:
The following fields have been updated due to additional information: event. Describe event or problem: it was reported that after use with bd vacutainer® sst¿ blood collection tubes the stopper popped out of tube and that there was blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the top popper off of the vacutainer after it was removed from the centrifuge and placed in a specimen bag. Serum/blood splattered/sprayed out of bag into user¿s face. H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and issues were observed relating to "stopper pop-off". Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of "stopper pop-off" through CAPA#1875009. H3 other text : see h.10

Event description:
It was reported that after use with bd vacutainer® sst¿ blood collection tubes the stopper popped out of tube and that there was blood exposure. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that the top popper off of the vacutainer after it was removed from the centrifuge and placed in a specimen bag. Serum/blood splattered/sprayed out of bag into user¿s face.